Event description:
Pt is an insulin dependent diabetic and pt has been an insulin pump user since the early 1990's. Pt has been using the paradigm 511 pump by medtronic or minimed and the paradigm quick-set plus that are used for this pump, had failed, as the cannula tip bent over and prevented them from getting insulin on date of event. After getting home from work, pt checked their blood sugar and it was over 600. Pt changed the site and infusion set as mentioned, but by the next morning, pt became very ill and had to be taken to the hosp by ambulance for diabetic ketoacidosis and placed in the critical care unit. Pt spoke with a 24 hour help line person at minimed or medtronic and told them the product was discontinued a couple of days ago, after pt became sick from the defective product. Pt is sensing serious design flaws in minimeds infusion sets and believes that the FDA should investigate this further. Pt has read several complaints about minimed online through various discussion boards and has complained about minimed.